Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Problem code 1069 captures the reportable event of guide catheter break. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during an endoscopic retrograde cholangiopancreatography with stent placement procedure in the bile duct, performed on (B)(6) 2018. According to the complainant, during the procedure, when the physician attempted to deploy the stent, the guide catheter broke inside the bile duct. The broken piece of guide catheter was retrieved using a rat tooth forceps and the procedure was successfully completed with a different device. There were no serious injury nor any adverse patient effects reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.